Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error during a bolus. The patient's blood glucose at the time of incident was 80 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent act and up buttons response due to corroded keypad traces. The insulin pump has minor scratched lcd window, scratched case, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.